Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during low anterior resection, when the surgeon fired the device, the staples did not deploy. Another device was used in order to complete the case. Laparoscopic procedure converted to open unrelated to device problem. There was no patient injury involved in the event.